Event description:
An internal customer of beckman coulter (bec) reported that less than 1 ml of lyse reagent leaked from an unknown source on the coulter lh 750 hematology analyzer. The leak was contained within the instrument. It was also reported that white blood count (wbc) and hemoglobin (hgb) were high out of range on quality control (qc). The operator was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. Patient samples are not run on this instrument therefore there was no impact to patient results.

Manufacturer narrative:
The field service engineer (fse) replaced the lyse restrictor tubing, performed lyse timing and adjusted the hgb lamp voltage to resolve the issue. Failure mode: lyse restrictor tubing. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).